Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged pump got a crack on the battery compartment, pump stopped working after entering a pool and displayed a critical pump error and also alleged keyboard were unresponsive. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed and indicated that the damage was affected the pump¿s functionality. Customer reported a other critical pump error. Customer reported that pump was exposed to moisture but there is no visible fluid in pump. Customer reported an issue with the pump display. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. The product mmt-1886 will be returned for analysis.

Manufacturer narrative:
The pump was received with flashing medtronic logo. No blank display noted. No critical pump error (open book image) alarm noted. Unable to verify keypad/button unresponsive due to flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test, self test, rewind test, prime/seating test, basic occlusion test, and force sensor test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. The pump was received with a cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, stained keypad overlay, scratched keypad overlay, cracked case corner at belt clip rails, and cracked battery tube threads. The keypad overlay was removed to perform visual inspection and found no damage to keypad traces or dome switches. Pump was cut open to perform visual inspection found moisture damage on pcba1, pcab2, force sensor and motor. The test p-cap locks properly in place in the reservoir compartment. Damage- cracked case battery tube confirmed at the back of the pump. Damage-moisture confirmed. Alarm-aa99-critical pump error not confirmed. Display anomaly-blank display not confirmed. Activation-keypad/button unresponsive unknown. Display anomaly-flashing mdt logo confirmed due to moisture damage on the pcba 1 and pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.